Manufacturer narrative:
The user facility performed pre-cleaning immediately after the procedure. Pre-cleaning was performed at the bedside; the endoscope was suctioned with nss then one complete bag of first step solution was suctioned through the endoscope. A leak test was performed prior to manual cleaning with the leak tester sscor. The user facility indicated that the endoscope was cleaned and disinfected with an enzymatic cleaner manufactured by valsure steris. The minimum effective concentration was checked prior to cycle. The aer used to reprocess the endoscope was a medivator dsd-201, serial # (B)(4). The aer had no issues and last preventive maintenance was done in (B)(6) 2019. The endoscope was channel was brushed during manual cleaning with a single use brush (made by the manufacturer of the endscope). The last reprocessing in-service was done by the manufacturer in april 2019 with no changes in reprocessing personnel since last visit to the user facility. All reprocessing personnel are trained on how to properly reprocess an endoscope. The endoscope is currently at the manufacturer awaiting investigation. The device was returned to manufacturer for evaluation and the agency will be notified when further information becomes available.

Event description:
The manufacturer became aware that there was a positive culture on unit. No infection to any patient was reported. The working channel of the endoscope tested positive for the bacteria pseudomonas oryzihabitans via broth culture; with the suction port having no growth detected.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. . The bf-3c160 video scope, serial number (B)(4) was returned to the service center for evaluation. A visual inspection was performed on the received condition and used an olympus boroscope to verify the condition of the biopsy channel. The biopsy channel was inspected with the boroscope, and kinks were located near the body control unit side of the channel. An olympus compatible forcep was passed through the channel to confirm that there are no restrictions caused by the damage to the channel. The bf-3c160 video scope passed the leak test. There were no signs of foreign material present within the biopsy channel. The video scope has a purchase date of (B)(6) 2015 and has not yet been in for service since, according the instrument history. Based on the evaluation, no signs of foreign material was found inside the channel. The likely cause of the kink inside the channel is due to mishandling